Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not provided.

Event description:
It was reported that the patient presented in clinic for an unknown procedure. Interrogation prior to procedure revealed that the right ventricular lead exhibited oversensing of noise leading to false high ventricular rates and noise reversion episodes. Programming changes were made. The patient was stable.